Event description:
It was reported that the patient presented in clinic with infection and erosion noted on the implantable cardioverter defibrillator (ICD) pocket site. The ICD was explanted. Patient condition was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.